Manufacturer narrative:
(B)(4). Day, y., thompson, a. R., andaya, v. R., smith, k., doung, y. C., gundle, k. R., hayden, j. B., tran. T. H., mohler d. G., avedian, r. S., new, c., morse, l. J., fang, a., zimel, m. N., wustrack, r. L. (2025) survival of proximal tibial endoprostheses using compressive osseointegration: a multi-institution retrospective study. Journal of surgical oncology 2025, 1-10 https://doi.org/10.1002/jso.70013. D10 - concomitant devices - unknown orthopedic salvage system tibial component catalog #: ni lot #: ni, unknown orthopedic salvage system femoral component catalog #: ni lot #: ni, unknown orthopedic salvage system spindle catalog #: ni lot #: ni, unknown orthopedic salvage system pin catalog #: ni lot #: ni, unknown orthopedic salvage system axle catalog #: ni lot #: ni, unknown orthopedic salvage system yoke catalog #: ni lot #: ni, unknown orthopedic salvage system tibial bushing catalog #: ni lot #: ni, unknown orthopedic salvage system femoral bushings catalog #: ni lot #: ni, unknown orthopedic salvage system stem catalog #: ni lot #: ni. E1 - contact - journal article correspondence author. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one (1) patient underwent a knee soft tissue revision and lysis of adhesions to address an unspecified soft tissue failure approximately five (5) months following knee arthroplasty. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. Reconstructive total knee replacements in oncological situations are often accompanied by flap procedures in which soft tissues are transplanted and grafted into the joint to provide functional support and aid in tissue healing and revascularization. If the tissue fails to integrate, it can become necrotic or cause additional scarring requiring revision or debridement. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. As the reported even is a result of a procedure-related complication, the root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.